Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, a pt/layperson complained that the battery indicator began prompting on his onetouch ultra meter (B) (6) 2010 at 8:00 a.m. The meter required a new battery that the pt did not have. Three hours later, the pt began to sweat. The pt takes no medication for his diabetes and did not treat the symptoms or receive medical intervention. Because the pt's symptom is associated with hypoglycemia, the complaint is reported. The customer care advocate replaced the meter, test strips, and control solution.